Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elevated blood glucose (bg) level; bg value was not provided. Suspected cause was due to continuous glucose monitoring system not working; however, this allegation could not be confirmed as the customer declined to provide additional information.